Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was scheduled for a battery replacement. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a heart condition, a fib, and needed to turn the device off when they had an EKG about every 3 months or sometimes more ¿when it goes off¿. It was confirmed that the heart condition was unrelated to the device. It was noted that maybe a month ago, beginning of (B)(6), the device was ¿like poking out¿ and is ¿not in¿ like when it was first done and the patient thought it was related to having to turn their ins off/on for the ekgs. It was also reported that in (B)(6), the patient had to have steroid injections in their back because they had back trouble; the patient thought this was related to their device. It was noted the patient was to follow-up with their healthcare provider (hcp) to the ins poking out assessed by a medical professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they went to doctor on (B)(6) about the poking and they were going to change the battery and make it deeper. At this time they working on scheduling it, waiting for insurance. Weight at time of incident ~ (B)(6) lbs and current weight is (B)(6) lbs. Patient said that they went back to work in july so they had been bending and lifting more. Patient also mentioned that they had two steroids injections on each side, two in left side back in (B)(6) (for discs that are out on that side) and two on the other right side this month. Patient said that they did tell the technician about their implant prior to receiving the injections. Patient did mention that hcp commented that the injections on that side might have played a factor in the situation. Additional information received as healthcare professional reported that skin was intact with palpable battery in right buttock. There was no warmth or erythema. There was urge incontinence with pelvic and perineal pain. Hcp would replace and preposition the battery as patient's request. They understood the risk of infection with this manipulation.